Manufacturer narrative:
Correction made to e1: initial reporter address, city, postal code: (B)(6). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed with no issues noted. Priming was performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the filter of a clearlink system non dehp solution set. The event was further reported as "the filter kept filling with air even with all clamps closed". The device was filled with parenteral nutrition. The set had to e replaced. There was no patient involvement. No additional information is available.